Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer generated erroneously elevated white blood cell (wbc) results with no instrument generated flags for one patient. The results were not consistent with the results from the customer's alternate lh750 analyzer, which the customer considers correct. The results from the alternate instrument were also consistent with those from manual slides. No erroneous results were reported out of the laboratory. There was no report of death, injury, or impact to patient treatment in connection to this event. Data review indicated that the tests on the specimen were repeated multiple times on the instrument and each time produced similarly elevated wbc value with no cellular interference to trigger a correction to the wbc value. Conversely, the same specimen was rerun multiple times on the customer's alternate lh750 and each time the uwbc (uncorrected wbc) was automatically corrected to the lower wbc value with cellular interference (r flag). Additionally, lower mcv (mean corpuscular volume) values were noted on this instrument compared to the alternate instrument. The field service engineer (fse) performed voltage matching procedure to check the voltage of the apertures and found that aperture 1 was not properly sizing the cells. The fse made adjustments and collected raw data files for analysis. The fse verified the service activity per established procedures and the results met published specifications.

Manufacturer narrative:
(B)(4).